Event description:
It was reported that during a right breast local excision procedure, the device would not fire and caused injury to vessel. The injury was repaired with another device of the same product code. The patient consequence is unknown.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the msm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How did device cause injury to vessel? Did jaws of device cut vessel? Was there any other injury to patient such as bleeding? If bleeding, please quantify amount. If bleeding how was bleeding controlled? Was there any change to procedure or post-op patient care?